Manufacturer narrative:
The reason for this revision surgery was to change an out of position baseplate after 3 years and 2 months in vivo. The liner and glenoid head were replaced due to wear observed during the surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 162 prior complaints against this part number; this is the first complaint against this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery: due to the baseplate position of the reverse shoulder prosthesis. The surgeon wanted to change the baseplate because he thought it was out of place; he decided to replace the liner and the glenoid head during the surgery due to wear.